Manufacturer narrative:
Investigation is in progress. A follow-up report will be provided.

Event description:
A patient transfusion reaction was reported from an ongoing research study. Medical intervention was required for this event, but it is not known at this time what the medical intervention was. Patient age, gender, weight and outcome are not available at this time. The disposable set is not available for return, because it was discarded by the customer.

Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. According to the aabb technical manual, 16th edition, adverse reactions seen at the time of donation or those reported later average about 3.5%.according to the aabb circular for information for the use of human blood and blood components, it indicates that a febrile non-haemolytic transfusion reaction (fnhtr) typically manifests in a temperature increase of greater than or equal to 1degc (2degf) occurring during or shortly after a transfusion. The reaction may reflect antibody action against white cells orcytokines either present in the transfused product or by the transfusion recipient. These reactions occur in less than 1% of red cell transfusions and less than 5% of apheresis platelet transfusions. Per the trima accel operator¿s manual, it instructs the operator to be aware of possible adverse effects and how to manage them. Root cause: the root cause for the customer-reported donor febrile non-haemolytic transfusion reaction (fnhtr) could not be conclusively determined. Possible causes include but are not limited to:- recipient antibody action against white cells- recipient produced cytokines- antibodies in the transfused product- cytokines in the transfused product

Event description:
The customer declined to provide patient's age, gender, weight, and outcome or status of thepatient. The customer decline to provide any further information regarding the reaction, including any medical intervention that may have been required.

Manufacturer narrative:
This report is being filed to correct pt identifier and to provide additional information in evaluation codes and additional MFR narrative. Additional investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. No medical intervention was required for this event.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: according to 'reactions induced by platelet transfusions', an aphylactic reactions are common in recipients of platelet concentrates. The risk of allergic reactions is between 0.09 and 21% in patients who receive platelet transfusions. Corrected investigation: upon further review, the medical intervention is unknown since the customer did not specify what medical treatment was given to the patient. Updated root cause: the root cause for the allergic reaction could not be conclusively determined. The pathogenesis of allergic reactions is highly heterogeneous. Possible reasons for reactions related to transfusion of platelet concentrates include: ige and igg antibodies in the recipient against plasma proteins in the transfused blood components; transfusion of cytokines, chemokines, and histamine generated in the platelet product during preparation and storage. Citation: kiefel, v. (2008). Reactions induced by platelet transfusions. Transfusion medicine and hemotherapy, 35(5), 354-358. Doi: (B)(6).

Manufacturer narrative:
Investigation: according to the aabb technical manual, 16th edition, adverse reactions seen at the time of donation or those reported later average about 3.5%. These reactions occur in 1-3% of transfusions. Per the trima accel operator¿s manual, it instructs the operator to be aware of possible adverse effects and how to manage them. Updated root cause: the root cause for the customer reported allergic transfusion reaction could not be conclusively determined. Possible causes include but are not limited to:- reaction of residual eto in the disposables set- reaction to repeated exposure to residual eto- release of vaso-active substances when ige antibodies bind to the antibody antigen- complications associated with the donor physiology.